Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the system 1 heart lung machine (hlm) has issues with the signal. The device was not changed out. They grounded the unit to give a good clear signal. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: this center has observed interference in the electrocardiogram (EKG) signal when roller pumps are in use. This is a known phenomenon with all roller pumps, and is seen more often during the cooler and lower humidity times of the year. As roller pumps squeeze plastic tubing, a piezoelectric charge is generated and this charge can be transmitted in the perfusion circuit of the patient. This charge travels in the fluid path of the tubing circuit and can appear as interference of the EKG waveform. This has been widely published and discussed in the literature, and this has not been attributed to any harm of the patient. It is a nuisance though, as it does cause interference in the EKG tracings of the patient. It is sometime due to poor or dry EKG electrodes and or poor technique in preparing the skin prior to EKG pad placement. Some clinicians have been able to minimize the interference by applying lubricant to the tubing in the pump raceway or by changing EKG leads and / or electrodes. EKG interference has no impact on the ability of the pump or perfusion system to provide indicated functionality.

Manufacturer narrative:
Per field service representative (fsr), it was established by the user facility biomedical engineer (biomed) that the issue did not originate from the manufacturer's equipment nor did it affect the manufacturer's equipment. No further action was taken. The problem was with another manufacturers video screen which happened to be a pole in a close proximity to the system 1, therefore leading to the confusion. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.